Event description:
It was reported that the patient with this previously capped right atrial (ra) lead exhibited infection. A revision was performed and the crt-d along with the previously capped ra lead, previously capped rv lead, right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead were explanted. No adverse patient effects were reported. The previously capped ra lead will not be returned.